Event description:
It was reported that the patient presented for follow-up complaining of several inappropriate therapies when pushing on his device. There were two non-sustained vt episodes with aborted shocks. The device was explanted and replaced due to a suspectd malfunction.